Event description:
It was reported that the programmer had a system test failure and would not boot up, that during the boot up process it displayed a system error, and utilizing a service disk did not resolve the problem. It was noted that the error indicated issues with the hard drive. The programmer was returned for service. It was indicated on the return paperwork that there were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Programmer will not boot up; programmer had a system error; disk drive subassembly failure due to unknown cause. System fan is noisy.